Event description:
During a clinic follow-up, a corrupted egm was observed on the device. As a result, the egms were unable to be retrieved. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.